Event description:
Skin lesion most likely caused by a burn blister [burns second degree]. Skin lesion most likely caused by a burn blister [skin lesion]. Warmth felt a bit stronger than usual [product quality issue]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2015 to an unspecified date single for an unspecified indication. Medical history included back pain due to fractured vertebra b7 since (B)(6) 2015. The patient's concomitant medications were not reported. It was reported her physiotherapist helped her in administering thermacare heatwrap (back) on (B)(6) 2015 after carefully cleaning the concerned area. Warmth felt a bit stronger than usual to her but she thought this was caused by her form on that day, and well as it started to hurt. During the night of (B)(6) 2015 the pain became very strong but she was not able to examine the concerned area. This was performed by a nurse on (B)(6) 2015 and she confirmed a skin lesion, most likely caused by a burn blister. She administered a plaster on it. During her weekly appointment for injection at her family doctor's office another nurse confirmed this finding and administered a new plaster. She assumed this might be caused by one of the "stones". The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was resolved on an unspecified date. She reported she already disposed of the product as she firstly noted the "damage" three days later. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns second degree, skin lesions, and product quality issue as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap being too hot. The cause of the alleged too hot wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blister (inflammation) [burns second degree]. Burn blister (inflammation) [inflammation]. Use the heatwrap direct on the body/ belt over the heatwrap/ skin was not controlled/ used (unspecified) drug that was administered to the skin [intentional device misuse]. Warmth felt a bit stronger than usual [product quality issue]. Scab on the wound [scab]. Case description: this is a spontaneous report from a contactable consumer. An (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip, lot #j37513, expires: apr2017), on (B)(6) 2015 at 1 pm for 6 hours for back pain. Medical history included back pain due to fractured vertebra b7 since (B)(6) 2015, hypertension, type 2 diabetes mellitus, neuropathy peripheral , facial paresis and recurrent actinic keratosis in face. Concomitant medication included hydrochlorothiazide, irbesartan (karvezide), nebivolol hydrochloride (nebilet), amlodipine (amlodipin), pantoprazole sodium sesquihydrate (rifun), simvastatin (simva) , cyanocobalamin (b12) injection since facial paresis and tussovowen (5 drops 3x/day) for trachio-bronchial collapse syndrome. The consumer had previously used thermacare heatwrap in (B)(6) 2011 and (B)(6) 2015 once a week on six occasions and no adverse event occurred. It was reported her physiotherapist helped her in administering thermacare heatwrap (back) on (B)(6) 2015 after carefully cleaning the concerned area. Warmth felt a bit stronger than usual to her but she thought this was caused by her form on that day, and well as it started to hurt. The consumer reported that the instruction was read, but she did use the heatwrap direct on the body. She wore normal attire and a belt over the heatwrap. The skin was not controlled during use of the heatwrap and the consumer used (unspecified) drug that was administered to the skin during the time of the event. The patient experienced burn blister (inflammation) on (B)(6) 2015. She assumed this might be caused by one of the "stones". Therapeutic measures taken as a result of burn blister (inflammation) included administration of a new plaster (hansaplast:sensitive-antibacterial silver patch). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was resolved with a scab on the wound on (B)(6) 2015. The outcome of the other events was unknown. She reported she already disposed of the product. As of (B)(6) 2015, the product quality complaint (pqc) group investigation results stated that the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap being too hot. The cause of the alleged too hot wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (23oct2015): new information received from a contactable consumer included: patient details, product usage, relevant medical history, concomitant medications, product indication, lot number, expiration date, event term was updated to burn blister (inflammation) with onset date 16sep2015 and additional events: scab and device misuse, treatment received and outcome. Follow-up (22dec2015): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burns second degree, inflammation, and product quality issue, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scab is assessed as associated with the device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, inflammation, and product quality issue, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scab is assessed as associated with the device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap being too hot. The cause of the alleged too hot wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blister (inflammation) [burns second degree]. Burn blister (inflammation) [inflammation]. Use the heatwrap direct on the body/ belt over the heatwrap/ skin was not controlled/ used (unspecified) drug that was administered to the skin [device misuse]. Warmth felt a bit stronger than usual [product quality issue]. Scab on the wound [scab]. Case description: this is a spontaneous report from a contactable consumer. An (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip, lot #j37513, expires: apr2017), on (B)(6) 2015 at 1 pm for 6 hours for back pain. Medical history included back pain due to fractured vertebra b7 since (B)(6) 2015, hypertension, type 2 diabetes mellitus, neuropathy peripheral , facial paresis and recurrent actinic keratosis in face. Concomitant medication included hydrochlorothiazide, irbesartan (karvezide), nebivolol hydrochloride (nebilet), amlodipine (amlodipin), pantoprazole sodium sesquihydrate (rifun), simvastatin (simva), cyanocobalamin (b12) injection since facial paresis and tussovowen (5 drops 3x/day) for trachio-bronchial collapse syndrome. The consumer had previously used thermacare heatwrap in (B)(6) 2011 and (B)(6) 2015 once a week on six occasions and no adverse event occurred. It was reported her physiotherapist helped her in administering thermacare heatwrap (back) on (B)(6) 2015 after carefully cleaning the concerned area. Warmth felt a bit stronger than usual to her but she thought this was caused by her form on that day, and well as it started to hurt. The consumer reported that the instruction was read, but she did use the heatwrap direct on the body. She wore normal attire and a belt over the heatwrap. The skin was not controlled during use of the heatwrap and the consumer used (unspecified) drug that was administered to the skin during the time of the event. The patient experienced burn blister (inflammation) on (B)(6) 2015. She assumed this might be caused by one of the "stones". Therapeutic measures taken as a result of burn blister (inflammation) included administration of a new plaster (hansaplast:sensitive-anitbacterial antibacterial silver patch). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was resolved with a scab on the wound on (B)(6) 2015. The outcome of the other events was unknown. She reported she already disposed of the product. Additional information has been requested and will be provided as it becomes available. Follow-up (23oct2015): new information received from a contactable consumer included: patient details, product usage, relevant medical history, concomitant medications, product indication, lot number, expiration date, event term was updated to burn blister (inflammation) with onset date (B)(6) 2015 and additional events: scab and device misuse, treatment received and outcome. Company clinical evaluation comment based on the information provided, the events burns second degree, inflammation, and product quality issue, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scab is assessed as associated with the device use. Case comment: based on the information provided, the events burns second degree, inflammation, and product quality issue, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event scab is assessed as associated with the device use. This case meets follow up 10-day (B)(6) and 30-day FDA reportability.